Event description:
The iab leaked upon insertion. The contact stated that she realized this was channeling and iabp continued without any problems. The iab was not returned to co for evaluation. The iab was used by the facility. Event complications: unk - rpt'd 3/24/97; none - rpt'd 4/18/97. Pt current status: poor - rpt'd 4/18/97.

Manufacturer narrative:
Evaluation: the product was not returned to co for evaluation. The balloon was successfully used.